Event description:
It was reported, when the customer performed PICC catheter placement, he opened the catheter package and prefilled the catheter, and found that the catheter was leaking, and after examination, it was found that there was a rupture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, when the customer performed PICC catheter placement, he opened the catheter package and prefilled the catheter, and found that the catheter was leaking, and after examination, it was found that there was a rupture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed a large split in the catheter tubing. The stiffening stylet was observed to be within the catheter tubing. No obvious use residues were observed on the sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.